Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: difficult to remove and guide wire separation. It was reported that the bmw guide wire "jailed" after the initial stent was placed in the lad/d1 bifurcation. When trying to retrieve the guide wire, the bmw guide wire became caught on a stent strut and unravelled. The guide wire was able to be retrieved completely from the pt, without any pt effects being reported. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the tip coils. There was contrast visible on the tip coils and on the core. The core was separated, 2 mm proximal to the center solder. The intermediate coils were stretched at the proximal solder and extending distally for a length of 23 cm. There was a kink in the tip, 2 mm proximal to the tipball. There were offset and flattened tip coils, 1.9 cm proximally to the tipball and extending distally for a length of 2 mm and 1.3 cm proximal to the tipball and extending distally for a length of 3 mm. There was an unk blue substance embedded on the tip coils, 1.2 cm proximal to the tipball. There was no other damage noted to the guide wire. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.